Manufacturer narrative:
The customer returned the suspected product for evaluation. An in-house testing was performed using the returned contour next link 2.4 meter with the returned contour next test strips from lot # 8kpeg12c, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer obtained blood glucose readings of 33 mg/dl and 253 mg/dl within 2 minutes on a contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.